Manufacturer narrative:
This supplemental report is submitted to provide the results of the legal manufacturer¿s investigation and device history record (DHR) review. The DHR for the subject device was reviewed and it was verified the device was manufactured in accordance with documented specifications. The legal manufacturer performed an investigation. A conclusive root cause was not identified. The investigation determined that since the reported problem could not be duplicated on the device evaluation, the reported event was likely caused by factors other than failure of the subject device.

Manufacturer narrative:
The suspect device was returned to olympus and evaluated. The reported problem could not be confirmed. The unit was burned in for more than 8 hours with a test light source and with multiple test scopes. The video image functioned as expected.

Event description:
The user facility reported to olympus that colored lines and pixilated lines were observed in the image produced by the device. There was no patient injury or harm, associated with the problem, reported to olympus.